Event description:
Proxy biomedical was notified (B)(4) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2012), a patient injury occurred. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is unknown. The physician who treated the patient is dr. (B)(6). An additional physician name was provided; dr. (B)(6). The patient had multiple other devices implanted; an advantage fit system was also implanted on the (B)(6) 2012, an obtryx transobturator mid-urethral sling system implanted on the (B)(6) 2011 and a suspend fascia lata device was also implanted on an unknown date. The polyform part number and lot number have not been provided.

Manufacturer narrative:
Evaluation - device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).